Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was playing basketball and noticed the touchscreen was shattered. The customer stated that the pump was not dropped and could not recall if the pump hit anything. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was indicated that the customer would continue to use pump until the replacement arrives as the pump is still functional.